Manufacturer narrative:
Updated h3. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported malfunction was reproduced. Olympus confirmed that there was a foreign material. There was no deviation from instructions for use (IFU) in reprocessing steps for locations with foreign material remained. There was no physical damage at the foreign object detection point. However, a definitive root cause could not be determined. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use (IFU): the detection method is described in chapter 3, preparation and inspection, of the instruction manual evis lucera gif/cf/pcf type 260 series operation manual. Prevention measures are described in chapter 3, cleaning, disinfection, and sterilization procedures, of the instructions for use evis lucera gif/cf/pcf/sif type 260 series cleaning/disinfection/sterilization. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the colonovideoscope's nozzle was clogged with foreign material. The issue occurred during maintenance inspection. There were no reports of patient involvement.